Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy after problems with the first ca500 we opened a new one. Surgeon was again instructed how to use it. He inserted the clip applier and placed to clips. Then a new clip was not loaded into the branches. He tried several times, some clips fell out of the applier. Then he grabbed some tissue and closed the branches. We could here a sound like something is broken. The branches did not open anymore with the tissue between it. They tried to reopen but it was not possible. They cut of the tissue and removed the clip applier. They could not move the handle anymore and the branches remained closed. Additional information received from sales representative by email on 25jun2018: it was possible to place 2 clips correctly. As the surgeon had difficulties to preload the clips (he pulled too much and nearly closed the clip) the sales representative told him to place the branches over the tissue without pre-loading. Then he pulled it so hard that something was broken patient status: ok

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws were jammed in the closed position. Engineering observed that the ratchet lever, a plastic component in the handle, was damaged and had popped out of place. The feeder, a metal component located in the shaft, was also damaged, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the clip loading issues, which were caused by the damaged feeder. Continued use of the unit likely led the user to actuate the trigger while the trigger was partially actuated. This led to the damage to the ratchet lever, which caused the ratchet lever to pop out of place and lock the jaws in the closed position. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to the implementation of the device enhancements.